Manufacturer narrative:
Complainant indicated that the electrode pads were discarded and will not be returned for eval. The customer was not aware of which lot number was used in the pt event. The customer was not aware of which device was used at the time of the reported malfunction; therefore, no product will be returned.

Event description:
Complainant alleged that while attempting to pace a male patient with electrodes attached, the associated defibrillator was unable to capture the patient's heart rhythm, and there was smoke and flame underneath the puck area of the electrode pad. The complainant indicated that the pt was slightly hairy, and was not prepped prior to the application of the electrodes. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads were discarded and will not be returned for eval. The customer was not aware of which device was used at the time of the reported malfunction.